Manufacturer narrative:
The liquid embolic material was not returned for analysis, as it was consumed in the procedure. Linked mdrs: 2029214-2017-01176 2029214-2017-01177

Event description:
Medtronic received report that during the liquid material embolization, there was report that one microcatheter tip unintentionally detached after injecting liquid embolic material. There was no report of injury occurring because of this event.